Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found a plunger in the solenoid valve was swollen, restricting the flow of detergent. The swollen valve caused pressure to build up and the hose to come detached from the detergent line. The technician replaced the solenoid valve; the device was tested, confirmed operational and returned to service.

Event description:
The user facility reported a hose from the knight chemical dosing system came off and detergent sprayed into the room. No injuries were reported. No procedural delays or cancellations occurred.